Event description:
It was reported that during a routine follow-up, oversensing, increased impedance and increased threshold were observed. Insulation anomaly was suspected. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A fracture of the inner coil and sensing coil was noted distal to the connector pin crimp sleeve, consistent with fatigue. This fracture is consistent with the observation from the field of oversensing.